Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid, clonidine, and bupivacaine via an implanted pump. It was reported that, on (B)(6) 2019, the patient complained to their hcp that they were receiving little pain relief suggesting the pump had failed. It was noted the patient's pump failing resulted in pain and underdosing.